Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during basal delivery. The blood glucose reading was 170 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.